Event description:
It was reported that an ilet user experienced nocturnal and early morning low glucose after treating a predicted low with four glucose tablets, which led to subsequent hyperglycemia followed by automated correction dosing and a continuous glucose monitor reading of 52; the event was associated with user overtreatment of hypoglycemia and reliance on cgm without confirmatory meter testing, and no device component malfunction was identified. Symptoms included hypoglycemia. Outcomes included medication intervention for the low glucose. Investigation included interviews and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage issue related to improper or incorrect treatment of lows rather than a device component issue. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.